Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and no issues were observed. Insulin delivery was resumed. No further occlusions occurred. Blood glucose was approximately 250 mg/dl.